Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to pocket infection. The implantable cardioverter defibrillator system was explanted. There was no evidence of intra-vascular infection. The patient had good clinical improvement.